Manufacturer narrative:
As reported after treating the sfa via ipsilateral antegrade puncture, an attempt was made to achieve hemostasis with the 5f exoseal vascular closure device (vcd). After backflow stopped, the color of the visual indicator did not change and the device was removed. Hemostasis was achieved using manual compression, with an approximate duration of 20 minutes. There was no reported injury to the patient. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). No abnormalities noted prior to use. An antegrade approach was used with a non-cordis sheath. Femoral artery suitability, including a 30¿45 degree insertion angle, was verified via angiography, and the vessel diameter was confirmed to be =5 mm. No visible calcium or plaque was present at the puncture site, no stent was near the site, and no stenosis greater than 50% was identified. No resistance or friction was encountered during advancement of the exoseal vcd through the sheath, and no excess force was applied. There was no difficulty connecting the vascular sheath introducer with the device. The introducer was retracted until it engaged with the indicator wire cowling and locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd was securely locked with the introducer. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18529330 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "indicator window no change to indicator" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Additionally, an antegrade approach was reported. The precautions section in the instructions for use (IFU) indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported after treating the sfa via ipsilateral antegrade puncture, an attempt was made to achieve hemostasis with the 5f exoseal vascular closure device (vcd). After backflow stopped, the color of the visual indicator did not change and the device was removed. Hemostasis was achieved using manual compression, with an approximate duration of 20 minutes. There was no reported injury to the patient. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). No abnormalities noted prior to use. An antegrade approach was used with a non-cordis sheath. Femoral artery suitability, including a 30¿45 degree insertion angle, was verified via angiography, and the vessel diameter was confirmed to be ¿¿¿5 mm. No visible calcium or plaque was present at the puncture site, no stent was near the site, and no stenosis greater than 50% was identified. No resistance or friction was encountered during advancement of the exoseal vcd through the sheath, and no excess force was applied. There was no difficulty connecting the vascular sheath introducer with the device. The introducer was retracted until it engaged with the indicator wire cowling and locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd was securely locked with the introducer. The device will be returned for evaluation.